Manufacturer narrative:
(B) (4): the device was received. Investigation is not complete.

Event description:
Device malfunction: none. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after an uneventful clip deployment, bleeding continued. Manual compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.